Event description:
Had only 1 pair saline filled breast implants for 9 1/2 years and had all these problems: feeling tired, recurring shingles - that no one could tell her why she kept getting. Shingles recurring once to twice a month since 1987 - 1 year after implantation. Had capsulotomy 1 year after implant to prevent hardening due to problem with scar capsule. Neurologist diagnosed silicone adjunctive disease, autoimmune disease of the endocrine and nervous system and muscles ongoing. All three of her children were born after she was implanted and need testing developed for them due to placental blood.